Manufacturer narrative:
Additional information was received that the device will not be returned for analysis as it was lost in transit.

Event description:
It was reported that the patient's lead was displaying high impedances on multiple contacts during ipg implantation. Troubleshooting was performed by wiping the lead, using different ports on the ipg and removing the extension. The lead had been implanted for several months at this point, so the physician decided to replace the lead during the procedure. The patient has fully recovered from the procedure.

Event description:
It was reported that the patient's lead was displaying high impedances on multiple contacts during ipg implantation. Troubleshooting was performed by wiping the lead, using different ports on the ipg and removing the extension. The lead had been implanted for several months at this point, so the physician decided to replace the lead during the procedure. The patient has fully recovered from the procedure.